Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited no sensing measurements, no threshold measurements and pacing impedance measurements greater than 2500 ohms. A revision procedure was performed and the lead was found to have been severed during a previous procedure to implant a left ventricular assisted device (lvad). The lead was removed from service without further incident. No additional adverse patient effects were reported.